Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) indicated that there were 3 exams merged in the software and the trace pattern included several points that have collected under the skin. Additionally, there were points collected where the exam was cropped on the forehead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that on (B)(6) 2019 intra-operatively, the doctor stated he had difficulty registering a patient on their fusion system, so they attempted the same exam on the s8 and also had issues. The length of extended surgical time was less than 1 hour. There was no reported impact to patient outcome. (Omitted information related to fusion- difficulty registering - captured in (B)(4)).